Event description:
It was reported that an unknown infusion set device was found to have generated a leak during patient use. The reporter stated "b line disconnected from main chamber causing a spillage of sact onto the floor. In addition, 231 ml was administered from a 257ml bag when the event occurred. The patient handled a pillow that the sact had come in contact with; however, did not spill on clothes, and helped the patient wash their hands at the time of the event. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.